Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported "currently having issues and trying to have an MRI done". Later, healthcare professional reported "rupture" confirmed via MRI. Later patient reported "periprosthetic fluid, swelling, traumatic changes, inflammation or neoplasia, superior breast looks much fuller than usual". This record is for the right side. The device remains implanted. Explant surgery is scheduled and the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture : observed broken device through microscopic inspection assessed as unidentified (tear) opening . No further actions are required as it is not related to the manufacturing process. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "currently having issues and trying to have an MRI done". Later, healthcare professional reported "rupture" confirmed via MRI. Later patient reported "periprosthetic fluid, swelling, traumatic changes, inflammation or neoplasia, superior breast looks much fuller than usual". This record is for the right side. Device was explanted and was not replaced.